Manufacturer narrative:
UDI: (B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the air reamer device motor power was too low. It was further determined that the device failed the following pre-tests: check status of development, general condition, check for free movement, check for excessive noise, check for air leak, check power with test stand and check the starting behavior. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.